Manufacturer narrative:
It was reported that a hl 20 pump displayed the error message "head". The event occurred during a routine check. No harm to any person has been reported. During service also the failure "runaway" was reported. Both reported failures can lead to an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows an value but the head tacho shows 0 (zero) and the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2024-03-27. The fst cleaned the carbon brush and armature of the motor base plate, which resolved the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported failures were assessed by the getinge life cycle engineering on 2024-04-15. The most probable root cause was determined as age related contaminated of the motor tacho by carbon abrasion. The hl20 is more than 10 years old (manufactured on 2012-11-28). The review of the non-conformities has been performed on 2024-04-04 for the period of 2012-11-28 to 2024-03-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-11-28. Based on the results the reported failure "error message head and runaway" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge field service technician (fst) was sent for investigation and repair on 2024-03-27. The fst cleaned the carbon brush and armature, which resolved the failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-04-04 for the period of 2012-11-28 to 2024-03-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-11-28. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a hl 20 pump displayed the error message "error head". The event occurred during a routine check. No harm to any person has been reported. During service also the failure "runaway" was reported. Complaint ID: (B)(4).